Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose ranged between 200mg/dl-400mg/dl. Customer treated with manual injection. The customer was advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received with a corroded battery tube. However, the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The drive support was inspected and no anomalies noted. The insulin pump had cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.